Event description:
It was reported that during the implant procedure for this implantable cardioverter defibrillator (ICD) system the patient could not be induced for defibrillation threshold (dft) test. The device remains in service. No additional adverse patient effects were reported.